Event description:
Event verbatim [preferred term] burn and blister to right leg [burns second degree] , burn and blister to right leg was worsened [condition aggravated] , used it with an ace wrap bandage to secure the heat wrap in place/ used for muscle strain in right leg/thigh area [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number m87693 1/08 , expiration date dec2018, upc number: (B)(4)) via an unspecified route of administration from an unspecified date at an unspecified dose for strain muscle on his thigh/leg area. Medical history was reported as none. Concomitant medication included acetylsalicylic acid (baby aspirin) tablet orally from 2016 for about 3 months and ongoing at 1 dose form daily for preventative treatment for heart. He did not take acetylsalicylic acid everyday. The patient had a strain muscle on his thigh/leg area. He wrapped an ace bandage around the heat wrap to secure it in place on (B)(6) 2016 for 8 hours. At the end of day his right leg was burned and blistered around 3:40 pm on (B)(6) 2016. It was an outline on his leg around the magnet parts of the wrap. There were blisters of different sizes on his leg where the heat magnets were on his leg. His skin was pinkish in color. The blisters had fluid in them. Some of the blisters have popped. His skin was still pinkish color. The event burn and blister to right leg was reported as worsened in (B)(6) 2016. He was wondering if it could be caused by the little heat magnets being on his leg. This was not his first time using the product. He had used it several times before, had been using for years and no problem/symptom experienced. He had not seen a doctor yet. He kept the areas clean with gauze. He was cleaning it 3 to 4 times a day with lever 2000 soap and peroxide. He used rubbing alcohol to clean the sites the first 2 days. He was also using a burn cream: silvadene cream 1 percent, applying to area 3 to 4 times a day. He stated that some spots were healing. He also reported that the heat wrap kept falling off with the ace bandage loosely wrapped around it as well. He stated that it was ok to send out a prepaid (B)(6) mailer to retrieve the product for further investigation. None lab test was done. He classified his skin tone as medium (neither light nor dark). He did not have sensitive skin. He did not have any abnormal skin conditions. He was using 0 back pain therapy thermacare (red box) when he experienced the problems/symptoms. The patient previously used heating pads and rice socks that he heated in microwave for pain relief years ago. He was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride). He used with an ace wrap bandage loosely around it. He attached the adhesive to the actual other side of the wrap. He used with an ace wrap bandage loosely around it for 8 hours. He did not engage in exercise while using the product. He checked his skin under the product while wearing thermacare. He read the usage instructions on thermacare before he used the product. The patient stopped thermacare heatwrap on (B)(6) 2016. He had not used the product since the event burn and blister to right leg. The patient did not provide if this would be a permanent stop of the product in the future. The outcome of the events "burn and blister to right leg" and "burn and blister to right leg worsened" was not resolved. The outcome of other event was unknown. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment based on the information provided, the reported events burn second degree, condition aggravated, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burn second degree, condition aggravated, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The warnings on the wrap labeling advise user to check skin frequently for signs of burns or blisters - if found stop use. Labeling also advises do not place extra pressure over the product such as leaning against hard surfaces or wearing under tight clothing, a tight waistband or belt. Intake information states the consumer wore an ace bandage over top of the wrap to secure the wrap to his leg. The product effect may vary with each individual. The review of records does not provide evidence to support defective product.

Event description:
Event verbatim [preferred term] burn and blister to right leg [burns second degree], burn and blister to right leg was worsened [condition aggravated], used it with an ace wrap bandage to secure the heat wrap in place [intentional device misuse], used it with an ace wrap bandage to secure the heat wrap in place [device use error] used for muscle strain in right leg/thigh area [intentional device use issue]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) caucasian male patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number m87693 1/08, expiration date dec2018, upc number: (B)(4)) via an unspecified route of administration from an unspecified date at an unspecified dose for strain muscle on his thigh/leg area. Medical history was reported as none. Concomitant medication included acetylsalicylic acid (baby aspirin) tablet orally from 2016 for about 3 months and ongoing at 1 dose form daily for preventative treatment for heart. He did not take acetylsalicylic acid everyday. The patient had a strain muscle on his thigh/leg area. He wrapped an ace bandage around the heat wrap to secure it in place on (B)(6) 2016 for 8 hours. At the end of day his right leg was burned and blistered around 3:40 pm on (B)(6) 2016. It was an outline on his leg around the magnet parts of the wrap. There were blisters of different sizes on his leg where the heat magnets were on his leg. His skin was pinkish in color. The blisters had fluid in them. Some of the blisters have popped. His skin was still pinkish color. The event burn and blister to right leg was reported as worsened in (B)(6) 2016. He was wondering if it could be caused by the little heat magnets being on his leg. This was not his first time using the product. He had used it several times before, had been using for years and no problem/symptom experienced. He had not seen a doctor yet. He kept the areas clean with gauze. He was cleaning it 3 to 4 times a day with lever 2000 soap and peroxide. He used rubbing alcohol to clean the sites the first 2 days. He was also using a burn cream: silvadene cream 1 percent, applying to area 3 to 4 times a day. He stated that some spots were healing. He also reported that the heat wrap kept falling off with the ace bandage loosely wrapped around it as well. He stated that it was ok to send out a prepaid fedex mailer to retrieve the product for further investigation. None lab test was done. He classified his skin tone as medium (neither light nor dark). He did not have sensitive skin. He did not have any abnormal skin conditions. He was using 0 back pain therapy thermacare (red box) when he experienced the problems/symptoms. The patient previously used heating pads and rice socks that he heated in microwave for pain relief years ago. He was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride). He used with an ace wrap bandage loosely around it. He attached the adhesive to the actual other side of the wrap. He used with an ace wrap bandage loosely around it for 8 hours. He did not engage in exercise while using the product. He checked his skin under the product while wearing thermacare. He read the usage instructions on thermacare before he used the product. The patient stopped thermacare heatwrap on (B)(6) 2016. He had not used the product since the event burn and blister to right leg. The patient did not provide if this would be a permanent stop of the product in the future. The outcome of the events "burn and blister to right leg" and "burn and blister to right leg worsened" was not resolved. The outcome of other event was unknown. As of 01dec2016, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The warnings on the wrap labeling advise user to check skin frequently for signs of burns or blisters - if found stop use. Labeling also advises do not place extra pressure over the product such as leaning against hard surfaces or wearing under tight clothing, a tight waistband or belt. Intake information states the consumer wore an ace bandage over top of the wrap to secure the wrap to his leg. The product effect may vary with each individual. The review of records does not provide evidence to support defective product. No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: added events of wrong technique in device usage process and intentional device use issue. Additional information received on 01dec2016 from the pqc group includes product investigation summary results. Company clinical evaluation comment based on the information provided, the reported events burn second degree, condition aggravated, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. Comment: based on the information provided, the reported events burn second degree, condition aggravated, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.